Event description:
It was reported that, the patient underwent cold knife endotomy for transurethral stricture under lumbar anesthesia on (B)(6) 2026 and was left with a three lumen urinary catheter for indwelling catheterization, dilatation of the urethra after the operation. The three lumen urinary catheter was found to be dislodged during the morning checkup on (B)(6), and the indwelling catheter under local anesthesia had failed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.